Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm possibly during basal rates and up button did not work had to hit hard many times, customer put one battery, the battery was dead, tried a new battery different pack worked for 10 minutes then the third battery. The customer blood glucose level was 197 mg/dl. The customer did assisted with troubleshooting. Customer reports the drive support cap appears normal. Customer was able to complete insulin pump rewind. Customer reports the insulin pump alarm history contains more than one motor error alarm within the last 30 days. The device will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (escape,up and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm due to buttons not responding. Motor passed motor test.